Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the seat frame is cracked and wanted to send the chair in for repair.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint of the cracked h-frame. However, the underlying cause could not be determined. Additionally, the front forks were bent.

Event description:
Dealer states the seat frame is cracked and wanted to send the chair in for repair.